Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that less than a week post implant, the ventricular lead exhibited periods of non capture, low r waves at 3 mv and a slightly increased pacing thresholds. An x-ray revealed that the lead dislodged. The lead was replaced. The patient's condition was "stable" after the event.